Event description:
On (B)(6) 2013, (B)(6) reported that the venous quick clamp (article number: 70102.2327, no serial number) associated with the mpl 20-144 middle panel left (article number: 70101.0828, serial number: (B)(4)) was stiff, the knob for fine adjustment was not functioning. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary provides product failure investigation, analysis, and resolution for the device described in this report. The venous quick clamp was returned to maquet cardiopulmonary ag for investigation. The defect could not be duplicated and the issue was not confirmed. No correction was performed and the device was sent back to the customer. Reference: (B)(4).